Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image evaluation summary: the images capture a lesion site in the lad as reported by the account. Pre-dilation of the lesion is evident with an unidentified balloon device. The delivery and deployment of an unidentified stent device is also visible from the images. The next image captures the nc euphora balloon inflated within the previously deployed stent, however no images captured the delivery of the device. As the balloon inflated, contrast was also evident distal to the nc euphora balloon into the lad, suggesting a leak or burst occurred. No contrast was visible in the lad proximal to the balloon. The next images captured the successful treatment of the lad with multiple unidentified devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One nc euphora ptca balloon catheter was attempted to be used to post-dilate a tight, stenosed lesion located in the mid lad. The device was not inspected before use. Negative prep was performed with no issues noted. Resistance was not encountered when advancing the device. It was reported that during post dilation of a stent the balloon ruptured on the first inflation. The balloon was inflated at a pressure of 16 atm prior to the rupture. The device was not moved or re-positioned prior to the burst. The procedure was completed. Patient status is reported as fine.

Manufacturer narrative:
Additional information received reported that the device was inspected before use. The balloon entered the patient successfully, and it ruptured on the first inflation. If information is provided in the future, a supplemental report will be issued.